Event description:
Account alleges that the ppm (patient position monitor) sets off the local alarm but does not place a nurse call at the nurse station. No injury reported. Account stated that the bed was in storage and will remain there until they get time to work on it again.